Event description:
A shiley trach was placed on the pt. Pt went to the intensive care unit (ICU). Later the same day-pt developed a cuff leak (cuff would not hold air). The trach tube could not be changed at the bedside. Pt went to the operating room (or) for a new trach to be placed. This is a recurrent problem with this device.